Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding the delivery of intrathecal lioresal (concentration 2000mcg/ml; dose 100mcg/day) in an implantable infusion pump for primary lateral sclerosis (pls) and intractable spasticity. The patient previously had a pump from another manufacturer that was replaced on (B)(6) 2015 due to not getting great efficacy. During the replacement surgery, the doctor cut the catheter in the back and it drained cerebrospinal fluid (csf). So, it was thought the system was patent. The doctor decided to reduce the dose from 1400mcg/day to 1150mcg/day "just in case." The doctor had failed to report that during refills she was getting back 15ml extra of drug and that the previous pump had not been working. The patient also had severe spasticity. On (B)(6) 2015 the patient experienced severe overdose. The patient was hard to arouse and his oxygen saturation was dropping at 09:30 hours. The resident called the doctor and they decided to intubate the patient and transfer him to the intensive care unit (ICU). The doctor decided not to aspirate csf and dropped the dose to minimum rate of 12mcg/day. The doctor went back to see the patient on (B)(6) 2015 and increased the dose to 100mcg/day. The patient was awake and extubated at that time. The patient returned almost to his baseline and was spastic, but not stiff. No surgical intervention was required. The issue was resolved at the time of the report. Patient status was alive with no injury. Additional information received from a healthcare provider (hcp) indicated the start date of lioresal was (B)(6) 2015. The pump had been newly implanted and was delivering too much baclofen as compared to the old explanted pump. The patient experienced respiratory distress, which required intubation for 24 hours. The respiratory distress resolved after stopping the pump for 24 hours and restarting at a lower rate.